Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. No damages or manufacturing defects were observed. Timeouts and drive stalls were observed. The download data showed that the pod ran for 59 pulses and was deactivated at the end of second prime, the needle mechanism did not deploy. The pod was reset, connected to an unused pdm and programmed a 5u bolus successfully. The high pulse width and drive stall were not replicated. The high pulse width w/ drive stall is confirmed as the root cause of the reported needle mechanism failure. The exact cause of the high pulse width w/ drive stall could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod for less than an hour the pods cannula had not deployed and the pink slide had not moved forward. As treatment, the patient applied a new pod.